Manufacturer narrative:
(B)(4).

Event description:
It was reported that high ventricular rates due to noise were observed on the right ventricular lead. No patient symptoms were reported. No intervention was reported.